Manufacturer narrative:
G4: 10oct2019, b4: 10oct2019. The customer replied via email that the biomed department has resolved the issue. However, no information was provided at to how it was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported leak test failure. The unit has a blank screen and blower stalls. The device was not in use at the time of the reported event; therefore, there was no patient involvement.